Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq1550 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patent was admitted to the hospital because of rectal malignant tumor. At 13:00 on (B)(6), the doctor ordered to indwell a central venous catheter through peripheral intubation to facilitate the treatment with chemotherapy drugs. After indwelling the central venous catheter through peripheral intubation, nurses performed skin and puncture point care on patients daily according to PICC nursing routine. At 8:00 on (B)(6), the patient reported feeling uncomfortable at the puncture point. After the nurse checked, she found that the transparent applicator at the puncture point was suspiciously polluted, the film was damp, curled, loose, sweat under the film, bleeding at the puncture point, and red and swollen skin. Compromising peripherally inserted central venous catheters. The nurse immediately replaced the positive pressure connector and flushed the catheter to avoid catheter blockage. At the same time, follow the doctor's advice to strictly disinfect and remove the secretions at the puncture point, cover with iodophor cotton balls and film, and change the dressing once a day until the infection is eliminated.